Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The joystick was returned for evaluation, and subsequent testing verified the complaint of a bad inductive. The underlying cause was identified as physical damage causing an inductive failure. Additionally, the speed potentiometer was faulty, and the joystick knob and skirt were missing.

Event description:
Stuck inductive.